Event description:
It was reported that pump experienced malfunction. Customer's blood glucose level displayed "high" with exact value unknown. Customer gave correction insulin injection by pen or syringe and did not need help from emergency services or other third parties. Technical support confirmed that malfunction alert was resettable, noted that it did not recur after pump restarted, advised customer to continue using pump.